Event description:
It was reported that during an aneurysm embolization procedure for an unruptured, saccular aneurysm located in the internal carotid artery c7 segment (maximum diameter 5 mm, neck diameter 5 mm), the distal end of the echelon 10 microcatheter was found to be damaged after shaping. The microcatheter was replaced and the procedure continued smoothly. Additionally, the axium prime bare 3d 3mm x 4cm extra soft spring coil could not be pushed out of the microcatheter; after replacement, the coil was successfully implanted. The access vessel was the femoral artery with minimal vessel tortuosity and normal blood flow. Both devices were prepared and flushed as indicated in the instructions for use. No patient complications have been reported as a result of this event. Additional information was received. The echelon was shaped for approximately 30 seconds at a distance of 3¿5 cm from the steam source. The coil that encountered resistance was replaced, while the microcatheter was not replaced; subsequent coils were advanced succ essfully through the same microcatheter without resistance. The cause of the event was not determined. Resistance had been noted in the distal section of the catheter. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on the second catheter. The presence of coil damage could not be confirmed.. Additionally, it could not be confirmed whether the second catheter that experienced resistance was a medtronic product.

Manufacturer narrative:
H3: the echelon-10 and axium prime device was returned for analysis. No introducer sheath was returned. The actuator interface was found to be secure within pushwire couple tube. No damage or irregularities were observed with the break indicator. The pushwire was returned in good condition. The axium prime implant coil was found to be broken off and not returned. The coin was found to be against the lumen stop. No damage was found to the shield coil or the retainer ring. No other anomalies were observed. No testing was able to be performed with an in-house microcatheter due to the damaged condition of the axium prime coil. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed; however, the event could not be ruled out. The damage found with the axium prime device was found to be consistence with advancing the device against resistance. The axium prime was returned detached with no damaged found to the pushwire or subassemblies. The implant coil can prematurely detach from the pushwire if it is advanced against resistance, which could possibly cause damage to the implant coil stick and ball. The damage can possibly allow the implant stick and ball to fall out of the retainer ring while advancing/retracting the implant coil. This could not be verified as no implant coil was returned for assessment. The returned axium prime implant coil was noted to be implanted within the patient. Only the pushwire was returned for assessment and found to be in good condition. No evidence of detachment at the actuator interface or the break indicator was noticed, nor was any mention of a detachment attempt reported. A few other possible cause of ¿coil resistance/stuck in catheter¿ are but not limited to damage or kink to pushwire, and incompatible catheter; however, the likely cause of the ¿coil resistance/stuck in catheter¿ was could not be determined. The second microcatheter used in the procedure was not verified to be a medtronic device. The unknown microcatheter was not returned nor were any detail provided; therefore, compatibility was unable to be determined. Both devices were prepared and flushed as indicated in the instructions for use, and a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.